Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead had low impedance, no capture, and no sensing after being sutured down. The lead was replaced, and the patient was recovering.

Manufacturer narrative:
The reported events of failure to sense, failure to capture, and low lead impedance were confirmed in the laboratory. Final analysis found the completed lead was returned in one piece measuring 51.9 cm. Suture sleeve tie impression was noted at 12.3 cm from the connector pin. Procedural damage to the outer insulation, outer coil damage, and inner insulation damage were noted at this location. The lead also failed high potential test between all vectors at this location. Another procedural damage was noted to the outer insulation at 16.7 cm from the connector pin. The outer insulation was cut, the outer coil was damaged, and the inner insulation was cut at this location. The damage found were consistent with an overtightened suture. The cause of the reported event was isolated to excessive suture sleeve tie down forces consistent with damage occurring at the time of the procedure.